Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion sensor which was not reproduced during evaluation. Upstream occlusion sensor were verified through a review of the event history log and found to be caused by a failed processor board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced upstream occlusion sensor. There was no patient involvement. No additional information is available.